Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic gastric sleeve procedure performed on (B)(6) 2024. During the procedure, three sutures were broke during placement effort. The procedure was completed successfully with another device of the same model. There were no patient complications reported as a result of this event.